Event description:
Approximately 2 years post implant of a 23mm sapien valve, tee demonstrated severe 3-4+ aortic regurgitation due to prosthetic valve dysfunction. At the time of initial implant there was at least 1+ central ai. The team chose to place a 23mm sapien xt valve within the existing sapien valve. There was no regurgitation noted on tee post deployment of the xt valve. The patient was in stable condition after the procedure.

Manufacturer narrative:
Additional information: other relevant history. Additional information provided through a journal article indicated that at the time of the initial implant, the post deployment tee showed 2+central ai, a peak gradient of 4mmhg and a mean gradient of 2mmhg. After 2 years and an uneventful recovery the patient returned with severe symptomatic aortic regurgitation, a peak gradient of 26mmhg and mean gradient of 14mmhg. A 23mm sapien xt valve was placed within the existing sapien valve. There was no regurgitation noted on tee post deployment of the sapien xt valve. The patient was in stable condition after the procedure. Pod9 tee confirmed no pvl, no cai, a peak gradient of 33mmhg and a mean gradient of 18mmhg, respectively. A two-month post op tte showed trivial central ar with a peak gradient of 20mmhg and mean gradient of 10mmhg. In this case, although the worsening central aortic regurgitation was reported to be due to ¿prosthetic valve dysfunction¿, the exact cause was not provided. It is possible that patient¿s significant co-morbidities (i.e. Diabetes, cad, chf, renal disease) and/or a prosthetic- patient mismatch could have contributed to the worsening central regurgitation. Bibliography: zhu, yuanjia, kapadia, samir, krishnaswamy, amar, svensson, lars g. And mick, stephanie. "Reoperative transapical transcatheter aortic valve replacement for central aortic regurgitation. Wiley journal of cardiac surgery 9999 (2016): 1-3. Print.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, although the worsening central aortic regurgitation was reported to be due to ¿prosthetic valve dysfunction¿, the exact cause was not provided. The patient has significant co-morbidities (i.e. Diabetes, cad, chf, renal disease) that could have been contributing factors. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.